Event description:
Reportedly, during the second application of the device it became locked onto the tissue. The doctor proceeded to manipulate the device in various ways to remove it from the tissue. On the third application the device became stuck and could not be removed with manipulation nor was it possible to activate the device. The surgeon had to manually cut the stuck tissue to complete the procedure. There were no reported injuries or adverse affects to the pt.